Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The complaint was confirmed with product returned. Visual evaluation of the returned packaging identified that the tyvek lid has been delaminated. DHR was reviewed and no discrepancies relevant to the reported event were found. The device has been manufactured using the correct material and work instructions, however, it has been identified that there is a potential issue with the tyvek lid supplied. The root cause of the reported issue is attributed to manufacturing deficiency at the supplier of tyvek lids. A corrective action has been initiated to further address the reported issue and to evaluate the risk control measures implemented by the manufacturer of the tyvek lids. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening the taper loc stem during surgery, the integrity of the packaging was compromised. The inside of the package was shredded. Attempts have been made and additional information on the reported event is unavailable at this time.